Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt "did notice a leak somewhere earlier, however, pt is not sure where the leak was coming from". Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.